Manufacturer narrative:
(B)(4).

Event description:
It was reported the ez-io was being used on a patient who was losing blood. The green indicator light was lit on the power driver. The ems tech attempted to use the power driver on the patient's leg. They tested the driver and had power. At which time, they proceeded with the needle insertion. Once they hit bone power was immediately lost. They were unable to insert an IV into the patient. There were no patient complications reported. It was noted the power driver is stored in the yellow case in the cradle without the trigger guard attached.